Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review confirms that the device was conforming to specifications; no manufacturing related fault could be detected. Placeholder.

Event description:
One of the screwdriver tips is broken. This is report 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the visual inspection revealed one of the connecting pins is totally broken off. It is obvious that the damage was caused during the attempt to tighten the setscrew. It is possible that the pin was not inserted correctly and resulted in this damage. The recommendation of the manufacturer is to use this instrument only finger tight, the investigation has determined the complaint to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During insertion of click x locking cap on the head of screw, one of the tips broke. The screwdriver tongs fit firmly into the slots of the locking cap. Device manufacture date: 02/17/2010. Placeholder.

Event description:
During insertion of click x locking cap on the head of screw, one of the tips broke. The screwdriver tongs fit firmly into the slots of the locking cap.